Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 5 did not open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 was unable to open and showed a ¿failed to close¿ error, even though the drawer was closed. A field service engineer opened the back panel and found the magnet missing from the inseparable for full height drawer 5. The drawer was removed from the station and replaced with a new inseparable. The drawer was returned to the station, the device was rebooted, and the customer was able to recover and inventory the drawer with good results. The system functioned as intended after the field service engineer repaired the device.